Event description:
Additional information received from a consumer (con). There was no known cause of the circumstances that led to the pocket infection.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an infection around the pocket in (B)(6) 2015 and had the device removed. No symptoms were reported. The infection was resolved by removing the pump. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.